Manufacturer narrative:
Continuation of d11: product ID: 3877-45, lot#: 0206307465, implanted: on (B)(6) 2014, explanted: on (B)(6) 2019, product type: lead, product ID: 37081-40, lot# serial#: (B)(6), implanted: on (B)(6) 2014, explanted: on (B)(6) 2019, product type: extension, h3: analysis of the lead (s/n: (B)(6) found no anomalies. Analysis of the extension (s/n: (B)(6) found the extension was cut through, product segmented. H6: fdc 67 pertains to the lead (s/n: (B)(6) and extension (s/n: (B)(6). Fdm 10 and fdr 213 pertain to the lead (s/n: (B)(6) and extension (s/n: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45 lot# 0206307465 serial# implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type lead product ID 37081-40 lot# serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2019,product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot#: 0206307465, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 18-oct-2016, UDI#: (B)(4) ; product ID: 37081-40, serial/lot #: (B)(4), ubd: 22-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported a complaint about e pressure, painful feeling/area between the two shoulder blades which worsened with an activated system. Factors that may have led or contributed to the issue were not known. Troubleshooting included reprogramming and x-rays to no improvement. Actions taken included a complete system removal. Additional information received reported that the patient first experienced e pressure and painful feeling in (B)(6) 2019 and the issue had been resolved.